Event description:
The customer called and reported experiencing high blood glucose. Customer's blood glucose was 20.5 mmol/l. Customer stated a no delivery alarm was normally received, but customer did not have the clip to perform the high pressure test at the time of the call. Customer stated they would connect to a new set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.